Event description:
A caller reported a malfunction on their pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.